Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The complaint condition that the proximal ball of the trial implant is broken could be confirmed according to the received pictures. The applicator outer shaft is not visible on the received pictures. Therefore, the complaint condition of this instrument will be rated as n/a. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the surgeon used the trial with the applicator. While trying to remove the trial implant from the disk space the trial detached from the applicator. The surgery was completed successfully with 5 minutes delay. There were no patient consequences are reported. This complaint involves two (2) devices. This report is for one (1) t-pal spacer applicator handle. This report is 2 of 3 (B)(4).